Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have resulted in this issue. Additionally, a review of the complaint history identified no other similar complaints reported from this lot. All available information was investigated and a definitive cause for the reported difficult to remove could not be determined in this complaint. However, tissue damage which cascaded into unchanged mitral regurgitation was due difficulty removing the device due to chordal interaction. The reported patient effects of mitral valve tissue damage and mitral regurgitation are listed in the mitraclip system instructions for use (IFU) as known possible complications associated with mitraclip procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip caught in the chordae, causing the chords to rupture. It was reported that this was a mitraclip procedure to treat mitral regurgitation (mr) with grade of 4. The first clip delivery system (cds) was advanced to the mitral valve and one clip was implanted successfully. A second cds was advanced to further reduce mr. Grasping was performed and the clip got stuck in the chords. Troubleshooting was performed and the clip was freed and deployed on the leaflets. After deployment, flail was noted, and mr remained at 4. The patient remained stable. There was no additional treatment performed. No additional information was provided.